Event description:
It was reported that following the implant procedure after wound closure, a deep breathing test was performed which elicited loss of right atrial (ra) capture. It was hypothesized the ra lead had dislodged from the implant location. Information was requested regarding the event resolution, but it is unknown if surgical intervention took place. It was indicated the ra lead remains implanted and no adverse patient effects were reported.